Event description:
Pt scheduled for bladder fluoroscopy and cysto, was on table positioned for bladder fluoroscopy. When foot pedal pressed table would not fluoro. Trouble shooting phone number called but engineer unable to help correct problem. Pt only had cysto and uretheral dilatation done. Pt on table extra 20 to 25 minutes. There have been multiple problems with the table.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-94. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: computer software problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.